Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7074876.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lead migration causing both inadequate stimulation and undesired jolts of stimulation. Reprogramming was completed and the patients pain areas were able to be recaptured temporarily. The patient underwent a revision procedure where the leads were replaced with a paddle lead. The patient was doing well post-operatively. The explanted leads were disposed of at the hospital and were not returned to bsc.